Manufacturer narrative:
H10: yasuhiro shimotori, ayako okada, koji yoshie, hirohiko motoki, morio shoda, koichiro kuwahara et. Al (2025). Advanced retrieval technique using pacemaker lead extraction methods for a long-term implanted inferior vena cava filter with caval penetration of the pancreas. Journal of cardiology cases, volume 31, issue 2, doi: 10.1016/j.jccase.2024.11.001. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system filter that are cleared in the us. The pro code and 510 k number for the denali femoral system filter are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of cardiology cases" titled "advanced retrieval technique using pacemaker lead extraction methods for a long-term implanted inferior vena cava filter with caval penetration of the pancreas", that approximately ten months after denali filter implantation for deep vein thrombus, the filter strut perforated the pancreas. It was further reported that the patient had an unsuccessful retrieval attempt due to adhesion to the blood vessel wall. Reportedly, the filter was removed through percutaneous removal method using the transvenous lead extraction technique. The current status of the patient was unknown.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2025-00794 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(6) and was reported to the FDA under MFR rpt# 2020394-2025-00020. G3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of cardiology cases" titled "advanced retrieval technique using pacemaker lead extraction methods for a long-term implanted inferior vena cava filter with caval penetration of the pancreas", that approximately ten months after denali filter implantation for deep vein thrombus, the filter strut perforated the pancreas. It was further reported that the patient had an unsuccessful retrieval attempt due to adhesion to the blood vessel wall. Reportedly, the filter was removed through percutaneous removal method using the transvenous lead extraction technique. The current status of the patient was unknown.